Event description:
It was reported that an occlusion alert occurred after a recent supply change while the user was using a contact detach infusion set, and the alert resolved only after a complete supply change was performed with guidance from an agent. Customer care provided assistance that included phone-based full supply replacement guidance with the user. Investigation of this case revealed an infusion set occlusion associated with the contact detach set that was cleared after installing new supplies, indicating a probable set or consumable-related blockage. No clinical symptoms associated with interruption of insulin delivery. Outcomes included temporary device use interruption that was resolved after replacement of supplies, with no injury and no medical intervention required. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion related to consumables.